Event description:
The patient had a pocket revision due to discomfort. The physician moved the pocket down around the waist line . The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.